Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula split from sensor tubing. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call that the sensor alarmed a sensor error alarm. Customer reported that the sensor indicated a blood glucose level of 40 mg/dl when the actual blood glucose as 120 mg/dl. After troubleshooting, customer was advised that the sensor will be replaced. Customer was agreed to return the device for analysis.